Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Lead malfunction reported due to low atrial impedance < 200 ohms was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.